Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported, "any creases". And "any creases associated with hole".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion, white particles inner device, opening curved on anterior and white calcification outer device. Leak test and microscopic analysis was performed. Which identified, opening crease sharp on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening creases are observed, but have no relationship with manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported right side deflation. Device remains implanted.